Event description:
There was excess fluid removed from a pt during a hemodialysis treatment. The pt became hypotensive one hour and thirty minutes into the treatment. Pt was given 1,000 ml. Of saline. Treatment was completed and pt was discharged in stable condition. Based on the reported weights, saline given and what the machine had indicated was removed, there was a fluid weight loss variance of about 1.5 kg.